Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. However, unit alarmed a watchdog timeout, problem isolated to interface board. No clock motor frequency error alarms noted. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump is showing clock motion frequency error alarm. Customer's blood glucose at time of incident was unknown. When the customer connected the pump back they got another clock motion frequency error alarm. The customer was advised that since she got that alarm twice we need to replace and to discontinue use of pump and revert to backup plan.